Event description:
It was reported to philips that there was a white screen issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
((B)(6) 30th.aug.-2022) parent (B)(4) has been re-identified as a duplicate of (B)(4) and has been processed accordingly. Please refer to its child pr#1518422 with received mnd no.:(B)(4) and it's follow up report with received mnd no.: (B)(4) for the full investigation of this issue.

Event description:
It was reported to philips that there was a white screen issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.